Event description:
The patient contacted animas on (B)(6) 2012 stating the audio bolus button was sticking for several months. The patient claimed it did not "dial up" the insulin every time the button was pressed. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp q-tip. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be torn in the center. A damaged button will allow contamination to permeate the button contact, negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the audio bolus button was found to be responsive. During investigation, the button cover was removed and contamination was found on the button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.